Manufacturer narrative:
The insulin pump was programmed with multiple basal rates and no a52 alarm during the basal rate time noted. The insulin pump passed self test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a software error alarm. Troubleshooting occurred. After customer cleared the alarm the insulin pump started counting up, the insulin pump alarmed software error again during troubleshooting. Advised insulin pump would be replaced. No additional information was provided.